Event description:
It was reported a patient was having an implantable neurostimulator (ins) battery replacement surgery this morning. It was stated that ¿they were putting a nonrechargeable in.¿ it was stated that the caller had not yet met with the patient. It was stated that the current battery status was unknown, and it was unknown if the patient was currently in overdischarge. Additional information received that the revision was replacing a rechargeable battery with a non-rechargeable battery. The caller reported the battery revision ¿may be due to patient did not like recharging.¿ it was stated that it was unknown if the patient had had previous overdischarges.

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3550-09, lot# l98917, implanted: (B)(6) 2002, product type: accessory. Product ID: 3998, lot# lb4394, implanted: (B)(6) 2003, product type: lead. (B)(4).